Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient's ins and lead was going to be returned back for analysis. The reason for the ins and lead being sent back is that patient's therapy stopped working. It was noted that the cause was likely due to patient's motor cross hobby. No further complications were reported.